Event description:
It was reported that the rod-end mounting stud of the table actuator completely unscrewed itself from the extension tube. This resulted in the gas springs moving the table to the maximum elevation. A patient had gotten off of the table prior to the incident. There was no injury or other equipment damage. Initial investigation of the part shows no damage or defect, but possibly an insufficient amount of loc-tite. A new actuator has been installed and the system is operating normally.